Event description:
It was reported that the 9600 system would not save images using the pedal or the manual switch. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The switches were replaced during the service call. The system was tested and found to be working as intended and put back into service.